Event description:
It was reported that during implant of these leads, the impedances were high and there were positioning difficulties with both leads. A "white kind of corosion" was seen at the tips of the leads, therefore other leads were implanted. Neither lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found and the visual inspection did not reveal any defects or damage. A visual inspection showed that the proximal conductor was distorted.